Manufacturer narrative:
H10: internal complaint reference number:(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the microraptor distal implant dented when malleted into the drill hole, it detached with the proximal implant. The surgeon removed both distal and proximal implant with grasper from the patient. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device in the original drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. However, an analysis of the customer-provided images revealed that both the distal microraptor knotless anchor and the peek microraptor knotless anchor were out of the inserter assembly. The anchors are shown separated, with the peek anchor appearing undamaged, while the distal anchor shows signs of bending and deformation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture or anchor returned. There is biological debris on the returned device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings can not lead to a clear cause of the reported event. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.